Event description:
Surgeon was performing a c3-5 acdf surgery on (B)(6)-2010, above a previously fused c5-6 and while viewing x-rays noticed that one of the c5 screws was backing out. Subsequent x-rays revealed that the screw was backing out further. A decision was made to retrieve the screw. On (B)(6)-2010, surgeon decided to remove the implants for reasons other than the screw back-out. The retrieval revealed that the locking clip appeared to be broken.